Manufacturer narrative:
(B)(4). Additional information: closure link pin, incomplete cycle. The analysis found that one ec60 device was returned with the clamping mechanism damaged and with an ecr60w cartridge loaded on the device. The reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. The closing trigger was manually assisted in order to open the device. The device was tested for functionality with a test reload and it fired, and formed all the staples as intended. However, the closing trigger was manually assisted in order to open the device. Upon firing, the device was disassembled to verify the internal components and the closure link pin was out of position and missing. While no conclusion could be reached as to how the pin became out of position and missing. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that prior to an unknown procedure, the first white reload was inserted correctly. The jaw of the device was closed before use on patient, but the jaw could not open. Another like device and reload were used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4).